Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test and the pressure transducer test during the pre-use check. According to information provided by our field service engineer, the air gas module was found as defective and needs to be replaced but the issue has not been solved as the customer is not interested to purchase the part. No further issues have been reported after the reported event.the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).